Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 523 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, confusion, vomiting and shaking. The patient reports their continuous glucose monitor was being used in manual mode as it was unable to pair with the pod due to it not being compatible and receiving a communication error during pairing. The patient was taken by ambulance to the hospital. The patient reports being treated with manual insulin injections. The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_android. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: up1a.231005.007.s908usqs7exl8. Cloud - smartphone hardware: sm-s908u. Cloud - cgm sensor type: g7.